Event description:
It was reported that the procedure was to treat in-stent restenosis of an unspecified stent that was previously implanted in a concentric lesion in the distal circumflex artery with heavy calcification and no tortuosity. Pre-dilatation was performed; however, the lesion was confirmed to not be fully dilated. A 2.5x15mm nc tenku balloon dilatation catheter (bdc) was prepped and soaked outside of the patient anatomy and advance without resistance to further dilate the lesion. The bdc was inflated for the first time at 12 atmospheres for 30 seconds, then pulled proximal and intended to be inflated for a second time; however, the balloon ruptured at 12 atmospheres. The device was simply removed and a non-abbott balloon catheter used to ultimately treat the lesion. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. The nc tenku dilation catheter device is an abbott vascular manufactured device which is distributed in (B)(6) by (B)(4). Although this device is not commercially available for sale in the us, it is similar to a device currently marketed for sale in the us.